Event description:
It was reported that 2 surgical fibers were used during a prostate procedure and could not complete the case. The laser device and fibers were switched to an alternate/different system.patient outcome: "no patient injury".this report is for the second surgical fiber reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap is intact and still attached; the glass cap exhibited very mild devitrification at the output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; minimum cap usage is observed; no failure found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.